Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her patient's onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed that the alleged issue occurred on (B)(6) 2011 at an unknown time. She reported blood glucose results of '197, 135 & 120 mg/dl' on the subject meter, which she claimed was higher than her feelings/usual readings. The patient stated her usual readings are 100mg/dl or lower. The patient reportedly manages her diabetes with metformin pills 2x per day and continued with her normal diabetes management routine in response to the alleged issue. The patient stated she had recently been taken off insulin after several years due to her blood glucose dropping too low. The patient claimed that at an unknown time earlier in the day, she experienced symptoms of 'dizziness' which she associated with low blood glucose and reported that she self-treated with food (cookies and crackers) and felt better. The patient claimed that approximately 4-5 hours later, she developed symptoms of 'sweating' which she associates with high blood glucose and reportedly self treated with an unknown dose of novolin insulin at an unknown time and felt better afterwards. The patient informed the mss that she did not take this action based her doctor's instructions. The patient could not recall the exact blood glucose readings taken on the subject meter at that time. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 11/14/2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.